Event description:
A customer reported probe was not working (no cutting and no vacuum) during vitrectomy surgery. The surgery was completed after changing with only the vitrectomy probe of another pack. There was no report of patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected additional information was updated in h.11. Upon further review of new information received it was confirmed that the reports submitted under mfg report num 1644019-2025-03107 is duplicate to mfg report number 1644019-2025-03454. No further reports will be scheduled under mfg report num 1644019-2025-03107. The manufacturer internal reference number is: (B)(4).